Manufacturer narrative:
Device evaluation: an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have a dislodged grip cable at the proximal end in the housing, likely causing the cables to appear loose at the distal wrist. There was a derailed grip cable at the distal end. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable. The probable root cause is attributed to a loss of cable tension. A cracked clamping pulley and/or input shaft can cause the cable to become dislodged at the proximal end. When the clamping pulley and/or input shaft is cracked, the cable can dislodge as the input could ""slip"" with respect to its internal shaft causing the loss of cable tension. A cracked clamping pulley and/or input shaft can be caused by improper cleaning or sterilization techniques used during reprocessing. A dislodged cable at the proximal end can then result in the cable becoming derailed or loose at the distal end.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The event investigation is in progress.

Event description:
It was reported that during a da vinci-assisted hysterectomy procedure, the prograsp forceps instrument would stick "closed on tissue when in use." It is unclear in this case how the surgeon was able to unclamp the prograsp forceps instrument or remove the tissue that was entrapped. Intuitive surgical, inc. (Isi) contacted the site for additional information; however, at the time of this report, no further details have been provided.